Manufacturer narrative:
The account was asked to replace the power control module. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged, the bed has no functions working and after replacing a blown f11 fuse, the bed is not showing service codes 90 117, 50 105 and 10 020.